Event description:
After 35 mins and after using the cement the patient suffered sickness, headache and tachycardia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.